Event description:
It was reported that during the three month check, it was noted that the patient experienced bone loss along the axial of the surface of the implant at tooth site #14, with associated erythema. There was questionable integration of implant due to poor hygiene. The patient returned for 2 months for re-evaluation, persistent bone loss on the mesial of integrated #14 was found. There was heavy plaque accumulation noted around the abutment down to the implant. Therefore, it was removed, and all soft tissue debrided down to healthy bone.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.